Event description:
(B)(4). Hard time breathing, tingling in joints, heart fluttering, pain during intercourse, weight gain, hair loss, skin irritation, dental issues, forgetfulness, sleep apnea, back pain.